Event description:
A vaxcel pasv mini port was inserted for therapeutic purposes. After the port had been in place for a week, difficulty was noticed during infusion. The catheter was noted to be kinked. The port was replaced 2005.